Event description:
This is the second time in two months that during a laparoscopic cholecystectomy the mini lap gator grasper broke. The user was inserting the alligator grasper to grasp the gallbladder and it did not grasp the gallbladder. It was realized it was already broken at that time so that's why it didn't grasp the gallbladder. The clamp and the broken piece were removed from the patient. The problem is the device is malfunctioning or broken--it is reported the tip broke off. This could have caused serious patient harm, such as an extended surgical procedure or the sharp piece could have punctured an organ if it was not found in time. There was no harm to the patient in this event. Staff/physicians do not know why this is occurring. There is no visual defect seen prior to using the device.